Manufacturer narrative:
On 11-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Additionally, the photo analysis was also completed on 11-sep-2023. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a leakage issue occurred. It was reported that during the operation, fluid (saline solution) escaped from the hemostasis valve of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the photo provided by the customer, blood was observed in the hemostatic valve and brim cap. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive fore manipulation was applied; however this could not be conclusively determined. A device history review was performed for the finished device 00002271 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a leakage issue occurred. It was reported that during the operation, fluid (saline solution) escaped from the hemostasis valve of the device. A second device was used to complete the operation. There was no adverse event reported on patient. The hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a video/photo of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).